Event description:
It was reported to tyco healthcare/kendall on 2/5/03 that during a difficult maxid catheter insertion into a patient's left ij, the peel apart separated into 3 pieces which had to be picked out of pt.